Event description:
A surgeon reported that following insertion of an intraocular lens (iol), a posterior capsule tear was noted. In a follow up, the surgeon reported that when the lens tip came into contact with the posterior capsule, it adhered and caused the rent. The lens was removed and replaced with a sulcus lens. The event resolved with treatment.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Additional info was requested and received. (B)(4).